Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during a routine device replacement and implant of a new lead there was noise observed on the electrogram. The noise was found to be lead to lead interaction. The new lead was repositioned with normal measurements and remains in use. No patient complications have been reported as a result of this event.